Event description:
As reported by the user facility: upon insertion of lp vena cava filter (right groin), the filter did not open. The filter traveled to heart & lungs, doctor attempted to snare filter. Additional information received by the manufacturer from the user facility indicates that the patient wasreported as doing well following surgical embolectomy due to clot burden which occurred prior to filter implantation. The filter was explanted during the embolectomy procedure.